Manufacturer narrative:
Eval summary: the complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. (B)(4).

Event description:
A nurse reports a scratch was noted on the intraocular lens after insertion. The lens was removed and replaced during the initial procedure with no impact/injury to the pt.